Manufacturer narrative:
Medtronic representative went to the site to test the imaging system and got hardware part replaced continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000874, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the imaging system cover was damaged due to customer operation mistake. This issue occurred intra operatively and there was no reported impact to the patient outcome. No additional information provided.

Manufacturer narrative:
H3, h6) the component was returned to the manufacturer for analysis. Analysis found that unable to confirm reported complaint. "Ias did not start." 2dlf collimator passed bench test. Stroke distance and stroke time test passed. Filter, far shutter, near shutter test, run in-far shutter and run in-near shutter test passed. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000874, serial/lot #:(B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the image acquisition system (ias) does not start up and getting collimator error. And informed collimator x direction does not move and will visit at a later date. This issue occurred intra operatively and there was no reported impact to the patient outcome. No additional information provided.